Manufacturer narrative:
(B)(4). Medical devices: guide wire: sionblue, sion , guide catheter: hyperion 6fr spb 3.5. Device coding: (B)(4)- incorrect prep . The device was not returned for evaluation. It should be noted that the trek rx and mini trek rx global instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous, and moderately calcified lesion in the distal circumflex. A 1.5x15mm mini trek balloon dilatation catheter (bdc) was soaked in saline prior to use and air was pulled inside of the anatomy prior to use. The bdc was advanced to the lesion; however, resistance with the anatomy was felt. During pre-dilatation, the balloon ruptured during the second inflation at 12 atmospheres. Pre-dilatation was completed with a non-abbott balloon catheter followed by implanting a xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.